Event description:
Report received from united kingdom states that the surgeon had difficulty introducing the phaco needle/sleeve into the pt's eye thru a 1.8mm incision. The surgeon had to enlarge the incision to 2.0mm to accommodate the needle tip.

Manufacturer narrative:
The device is not available for eval. The sterilization and lot history records could not be reviewed as the lot number was not provided.